Manufacturer narrative:
Examination of the instrument was not possible as it was not returned. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco (B)(4) was approved and completed on (B)(6) 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations (B)(4) in (B)(6) 2009 and (B)(4) in (B)(6) 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. Because there have now been failures reported involving the improved design, an additional preliminary risk assessment, (B)(4) was initiated in (B)(6) 2013. The preliminary risk assessment concluded there was no additional or new patient harm associated with the devices. Additional corrective action is not indicated at this time. Continue to monitor through trend analysis. The investigation could not draw any conclusions about the current reported event without the lot code which determines when this device was manufactured. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Impacted corail stem with anterior apporach corail inserter. After impacting the stem surgeon noticed distal tip was not there. The surgeon is uncertain as to wheather the tip was missing prior to surgery. Surgeon and scrub cannot remember or be certain if it was there upon initial impaction. C arm was used to try and detect distal tip but nothing was found. Tip might not have been there prior to surgery.

Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.